Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. After one full recapture of the closure device, the was kinked. A new was was used to complete the procedure. No patient complications were noted.